Event description:
Pt reported pump malfunction and that home health rn already started the infusion via gravity. Pt reports the pump gave a 30;1 error code: turn off pump and call provider, bad auxiliary battery. Pt reported they turned off pump, replaced batteries, checked tubing had no kinks and still did not work. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 35gm. Privigen sdv indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.